Manufacturer narrative:
Device evaluation of batteries sn (B)(4), sn (B)(4), and sn (B)(4) have been completed. The reported problem (unable to power on monitor) has been confirmed. Upon investigation the batteries were unable to recharge or power on a monitor. The f1 fuses were open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the defective battery. Device manufacturer date: battery sn (B)(4): 08/10/2017. Battery sn (B)(4): 09/26/2018. Battery sn (B)(4): 12/24/2017.

Event description:
A us distributor reported that a patient's batteries were unable to power on a monitor.